Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. D4) catalog# is unknown but referred to as cook celect filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a celect filter on (B)(6) 2008". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
Per computed tomography report, "ivc filter: there is an ivc filter in place. There are 4 outer longer struts. There are 8 shorter inner struts. The 8 inner struts appear to be connected both superiorly at the apex of the filler and inferiorly as if they did not separate as would be expected of this type of filter. There is no perforation of the inner struts. The apex of the filter is approximately 1.8-2 cm inferior to the left renal vein. On the coronal images, there is no angulation. On the sagittal images, there is approximately 9 degrees of anterior angulation with the apex of the filter abutting the anterior wall of the lvc. The longest outer posterior left strut perforates into the disc space at l3-4. The tip of the strut abuts the superior endplate of l4. The shaft of the strut abuts the anterior inferior endplate of l3, this creates sclerosis and spurring adjacent to the end plate and strut. The length of the strut perforated is approximately 2.6 cm. The posterior most strut on the right perforates the ivc and the tip is embedded in the anterior medial right psoas muscle. The strut is perforated approximately 2.9 cm external to the lvç. The anterior strut on the right perforates into the adjacent retroperitoneal fat by approximately 1.9 cm. The anteriormost strut on the left perforates the adjacent retroperitoneal fat and abuts the lateral wall of the aorta. There is approximately 2.2cm of perforation. No retroperitoneal hematoma. No evidence of lvç stenosis. No strut fracturing or migration,"

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, embedded, tilt. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. 20 devices in lot. No other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
[Pt] allegedly received an implant on (B)(6) 2008 via the right internal jugular vein due to deep vein thrombosis. [Pt] is alleging thrombus in the apex of the ivc filter, thrombus of the ivc below the level of the filter extending into the common iliac veins bilaterally, linear thrombus in the right external iliac vein, partial to chronic thrombus within the left common femoral vein and proximal left superficial femoral vein (sfv,) poor flow due to chronic thrombus, extensive thrombus in the infrarenal ivc and pelvic veins in both legs, recurrent dvt with complete obstruction involving the common femoral vein-superficial femoral vein (cfv-sfv), popliteal veins, calf veins and great saphenous vein (gsv ) of both legs. Pt further alleges pain, leg edema, numbness and tingling and nerve damage in the right leg, poor circulation (poor venous outflow).

Manufacturer narrative:
Wce follow-up medwatch report. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of (B)(4) (importer). Initial reporter occupation: non health care professional. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Additional information: investigation: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, ivc thrombus, dvt, pain, leg edema, numbness/nerve damage, poor circulation'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Unknown if the reported pain/discomfort is directly related to the filter. Unknown if the reported numbness/ nerve damage, poor circulation is directly related to the filter and unable to identify corresponding failure mode(s) at this time. Unknown if the reported peripheral vein thrombosis is directly related to the filter and unable to identify a corresponding failure mode at this time. 20 devices in lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
No additional information reported at this time.